Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s parent reported via phone call that the insulin pump¿s buttons would intermittently work. They also reported that they had failed battery tests. The customer¿s current blood glucose level was unknown. Troubleshooting was performed and the customer received a failed battery test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.